Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to remove the following statement from the initial MDR, "there was not a complete set of reported glucose values available to search within the parkes error grid calculator." B5 describe event or problem - correction to the following statement in the initial MDR, "it was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred." And d4 catalog no - correction, d4 primary UDI number - correction, h2 correction, h5 labeled for single use - correction, h6 medical device problem code - correction.

Event description:
It was reported that an alert/notification settings issue occurred.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient reported losing consciousness at the grocery store due to a low bg level. However, the patient did not recall receiving an alert from her dexcom receiver to alert her to her hypoglycemic state. The store manager called emergency medical services (ems) and she was transported to the emergency room. The patient reported having a "reading of 33 mg/dl". It can be assumed this was a bg meter reading, since the cgm device can not provide a numerical value below 40 mg/dl. At the ER, the patient was treated with unspecified IV fluids. She could not recall how long she was unconscious during this event. The patient was discharged on (B)(6) 2025. The patient was feeling "fine" at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.